Manufacturer narrative:
The insulin pump had intermittent up and down arrow button response due to corroded keypad traces. No button error alarm was noted during testing. No unexpected audio anomaly occurred during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a stained end cap sticker.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error which could not be cleared. The blood glucose reading was 107 mg/dl. Advised replacement of the insulin pump. Nothing further reported.